Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false negative result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed positive by molecular (pcr testing). The customer was unable to provide further details and clarification.

Manufacturer narrative:
Correction: please remove all information from this report number as it was submitted in error.